Event description:
The pt experienced a loss of therapeutic effect after her stimulation stopped 3-4 months ago "out of the blue". Reprogramming of the neurostimulator with company rep was attempted but the pt did not have the pt programmer with her. The pt status was reported as fair. Additional info has been requested from the healthcare professional.

Manufacturer narrative:
(B) (4).